Event description:
On (B)(6) 2012, the nurse/reporter claimed that the patient was hospitalized with a blood glucose reading of 490 mg/dl and treated for dka. The reporter wanted to troubleshoot the animas insulin pump to make sure everything is working ok. According to the nurse, the patient has poor blood glucose control and adjusts her insulin regimen on his own accord without seeking assistance from an endocrinologist. The basal rate reportedly seemed low. During troubleshooting, it was recommended that a hcp look at the patient's basal rate and other pump settings to make adjustments as deemed necessary. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient required medical intervention for dka while on insulin pump therapy. It is not clear whether use error, intentional misuse, or diabetes management attributed to the alleged incident. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).